Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion the right superficial femoral artery. During preparation, a 5.5mmx40mm armada 18 balloon dilatation catheter (bdc) failed to inflate. A tear was observed at the proximal shaft causing it to leak. The device was not used. The procedure was successfully completed with a new armada 18 bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
The return device analysis found that the armada 18 balloon dilatation catheter was returned with blood in the balloon folds. Follow-up with the account revealed that the case description is as follows: it was reported that the procedure was to treat a lesion in the right superficial femoral artery. A 5.5mmx40mm armada 18 balloon dilatation catheter (bdc) was prepped per the instructions for use with no issues noted. The bdc was advanced to the lesion; however, failed to inflate. A small hole was observed at the proximal shaft causing it to leak. The procedure was successfully completed with a new armada 18 bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.